Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) light emitting diode (led) would occasionally light up spontaneously. It was also indicated that the case was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) light emitting diodes (leds) would turn on when the epg was turned off. The epg was returned for service. There was no patient involvement.